Event description:
It was reported that during a lap cholecystectomy, the hand activation did not activate when the requested was made. They used the footpedal to complete the case with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.